Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that magellan hypodermic safety needle 25 g x 1" was screwed in/connected to prefilled engerix-b vaccine. It seemed secured after connecting needle to pre-filled syringe. After cleansing the area of patient¿s left anterior thigh, injected needle into thigh and during administration, the vaccine fluid began to disperse through the hub of the syringe and not the needle.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured between 06oct2021 to 07oct2021. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples will be inspected for damages. At this time, a corrective and preventive action is not deemed necessary. The lot met all defined acceptance requirements and was released. This complaint will be used for qa tracking and trending purposes.